Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during implantation. The lens was implanted and removed without patient injury. It was indicated that the aq cartridge that the aq cartridge, lot number unknown , was used during surgery. However, the model and lot numbers of the injector are unknown.